Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of asdus0098 showed no other similar product complaint(s) from this lot number. Device not returned for evaluation.

Event description:
It was reported the safestep safety infusion set 20g x 0.75" (19mm) non-sterile needle leaked. No other information was provided.